Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to press the button firmly with the finger tip, confirmed the button was operational though still difficult, and decided to replace the pump. The customer was informed about receiving a replacement pump with updated software, acknowledged the instructions for receiving and returning the pumps, and opted not to require a signature for delivery.